Event description:
The patient was implanted with implantable ventricular assist devices (ivad). It was reported by the director, innovative surgical technologies that the patient had a chest x-ray taken and when the x-ray machine was being removed, it snagged on the leads coming from the rvad. Ten mm of pneumatic line and electrical lead above the y-connector were exposed from beneath the velour. Fill and empty signals from the rvad were lost. Damage to the electrical lead was visible where it was exposed. Due to the damage the ivad rvad was exchanged in 2008.

Manufacturer narrative:
The patient remains stable on ivad support. The device has been returned to the manufacturer and is currently being investigated. A supplemental report will be submitted when the manufacturer's investigation is completed. No further info is available at this time.